Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The valve implantation surgery was performed on (B)(6) 2017. The surgeon found a blood in the csf when inserting the lumbar catheter into the patient¿s body. The surgeon washed with physiological saline and then connected the lumbar catheter to the valve. After connection, the surgeon attempted to implant to the patient¿s back by the passer, however, the lumbar catheter and valve were disconnected when pulling the abdominal catheter. The surgeon felt the difficulty to remove the abdominal catheter from the back side. Then, the surgeon took out the valve from the abdomen side, the surgeon found the blood, thrombus and fat inside the valve when the surgeon took out the valve from the abdomen side. The surgeon replaced the valve in question to strata valve because the surgeon suspected the obstruction of the valve. The surgeon requested the report that the valve mechanism how fat and thrombus entered the valve, even though there might be mixed up with debris when removing the valve from the abdomen. No further information was provided by the hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 4. The valve was visually inspected; a clear liquid was noted inside the valve, as well as 2 cuts/tears in the silicone housing around the siphon guard. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The catheter was irrigated, no occlusions were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number is unknown. No root cause could be determined as no problem was noted with the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.